Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the keypad cover was found to be detached from the pump; all the buttons were responsive to user presses. There was evidence of moisture under the contrast and ok button contacts. When the pump powered on, the display appeared dim and discolored. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged keypad, moisture under the button contacts, a dim/discolored display, and battery compartment cracks. This report is made based on results of investigation completed on (B)(6) 2016.